Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the devices deliver any staples before it stopped? If yes, were the staples formed properly? If yes, was the staple line complete? What color cartridge was being used? How was the device removed from tissue? Did the jaws of the device eventually open?

Manufacturer narrative:
(B)(4). Additional information: shrouds, cartridge size. The analysis found that one pse60a device was returned with the shrouds slightly separated and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45d cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no abnormal noise was noted. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, when stapling the lower rectum, the knife blade activated then stopped. The reverse button was hit, to reserve the knife blade, but didn¿t come back. The manual override was then used but didn¿t work. A competitor's device was used to complete the procedure. There was a delay of five minutes. There were no adverse consequences for the patient reported.